Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were receiving recurring no delivery alarms. The customer¿s current blood glucose level was 140 mg/dl. The customer stated that her blood glucose levels would go high to 400 mg/dl if she doesn't get her basal rates. The customer mentioned that if she pushes insulin through the piston, it does not push insulin through the tubing. The customer stated she went through 5 infusion sets already. Troubleshooting was performed. The customer performed ran a manual prime. They did not receive a no delivery. Additional troubleshooting was performed. The customer had rewound the insulin pump. The customer was assisted with priming. The customer received a no delivery. The reservoir was not returned for analysis.